Event description:
An epimed catheter was sheared by the introducer needle leaving a small fragment of the catheter in the pt. The hosp stated that the pt will need to be followed, and that the catheter fragment was not attempted to be removed.

Manufacturer narrative:
The device was not returned to epimed for eval.